Event description:
It was reported that this pacemaker exhibited premature battery depletion. The patient experience shortness of breath (sob) and was sent to the ER. As a result the patient underwent a surgical intervention to explant a replaced the device. This device has been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this device was explanted due premature battery depletion. The patient showed for device check at her cardiologists office, the device had 2 years left in september. How ever when she came for her appointment it said it had tripped end of life (eol) . She received a device change the next day. The device could not be interrogated as it might stop pacing altogether. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.